Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a reoccurring skin irritation. The area was described as red, itchy blisters located near under all the electrodes. Moving the electrodes around reportedly caused the irritation to spread to those areas as well. The patient's family doctor suggested applying cortisone 10 cream and the patient's cardiologist prescribed cortisone cream. The patient also reported applying neosporin and (B)(6) and cleaning the area with alcohol. Follow-up indicated that the patient was feeling better and the skin was no longer itchy.